Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient has a f/u appointment on mar 18th. Root cause not determined. Hcp told rep they were treating patient with medication and results would not be share with manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had a lead implanted. When the patient woke up after the implant, they reported a radicular pain from their back to their abdomen. The ins was left off and the physician admitted the patient to the hospital to treat with decadron and pain medication. The issue was not resolved at the time of the report. No device issues were reported. No further complications were reported or anticipated.